Event description:
The hcp reported that pt had not been experiencing adequate pain control, but was not having a return of symptoms. At refill, the estimated reservoir volume was 4.6ml and the actual was 25cc.